Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator went into reset condition hours after powering on. Bench testing cannot determine the root cause of the reset conditions. Carefusion replaced the hybrid board as a pre-caution.

Event description:
It was reported by the customer that the ventilator is going into reset conditions. This reported issue was discovered during ventilator checks so there was no patient involvement associated with this complaint.